Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0fmhk, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0fmhk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient initially had back pain that resolved with turning off the implantable neurostimulator (ins). The lead revision was performed on (B)(6), 2014 and normal impedances were measured. The lead component was replaced but ¿abnormal impedances¿ were noted. The ins was then replaced with no improvement. The lead component was then replaced (second time) which resolved the problem. No lead fractures were reported. The patient outcome/status was reported as ¿currently improved¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had a lead revision due to impedance issues. It was noted the new lead had impedances of greater than 4,000 ohms. It was further noted wiping lead off and reinserting did not resolve the issue. It was reported a new internal neurostimulator was used with the lead and had greater than 4,000 ohms. It was noted that using an even newer lead resolved the impedances.